Event description:
It was reported the customer had cracks near the battery compartment. No additional information provided.

Manufacturer narrative:
Pump received with cracked display window corner, reservoir tube lip, battery tube threads, scratched lcd window. Blank display due to broken solder joints. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.